Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received unexpected restart alarm. The customer¿s blood glucose level was 113 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer was able to complete rewind. The customer also stated that they were unable to clear the alarm. Customer got second occurrence of unexpected restart alarm after battery change. The device will not be returned for analysis.